Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Event description:
It was reported that the burr became stuck in a stent. The target lesion was a previously implanted re-stenosed 2.75mm non-bsc stent located in the ostial right coronary artery (rca). A 1.75mm rotalink¿ plus was selected for treatment of the lesion. During advancing of the burr, the burr became stuck in the non-bsc stent causing the unit to stall. The stent was noted to be distorted. The physician was able to remove the burr normally without difficulties. The patient was treated during a staged percutaneous coronary intervention (pci) with balloon dilatation and the placement of another stent. There were no reported patient complications and the patient's status is fine.